Manufacturer narrative:
Product event summary: the data files and 4fc12 sheath with lot number 28759 were returned and analyzed. The data files did not show any issue with the returned sheath. Visual inspection of the sheath showed that the shaft was kinked at 0.045 inches from the proximal end of the shaft. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue of air ingress was confirmed through testing. The 4fc12 sheath with lot number 28759 failed the returned product inspection due to a shaft kink near the tip and due to a leaking hemostatic valve.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during a cryoablation procedure, after the sheath was advanced and positive pressure applied, air ingress occurred.the sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.